Manufacturer narrative:
(B)(4). The device was manufactured in 1995. The device was returned to baxter and the evaluation is complete. A visual inspection was performed with no issues noted. The device went through functional testing with no issues noted. A review of the event log was performed without the reported problem ("unknown error") observed. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A review of the device history records revealed no issues that could have caused or contributed to the reported difficulty. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
(B)(4). The reported event was unknown. The occurrence date of the alarm was reported as (B)(6) 2014; however, the last therapy recorded on the device was performed on (B)(6) 2014. A system error 0002 was found during a review of the event history log. The system error 0002 was verified through the evaluation and the cause was determined to be due to the digital/accomp cable assembly. The digital/accomp cable assembly was replaced. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
A customer reported receiving an unknown system error during use of the homechoice device. This event occurred during patient use. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.